Event description:
It was reported that "during the procedure according to IFU, md found bent guide wire. So md opened up the new kit to finish the procedure". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one opened cvc kit with multiple components, including one guide wire in its advancer tubing, one arrow raulerson syringe (ars) and one 18 ga introducer needle for analysis. Visual inspection of the guide wire revealed no obvious kinks or bends. The distal j-bend was slightly misshapen but intact. Both welds were present and appeared full and spherical. The overall length of the guide wire measured 603mm , which is within the specifications of 596mm-604mm per product drawing. The guide wire outer diameter measured 0.81mm, which is within the specifications of 0.788-0.826mm per product drawing. Functional inspection was performed per the instructions for use (IFU) provided with the kit which states, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guide wire was threaded through the returned ars and introducer needle with no resistance. A manual tug test confirmed the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit warns the user , "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished , radiographic visualization should be obtained and further consultation requested." The report of a kinked guide wire could not be confirmed through complaint investigation of the returned sample. Visual inspection revealed no obvious kinks or bends. The guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on these circumstances, no problem was found with the returned sample. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4) UDI related data quality updates only: section d.4. - unique identifier (UDI) # corrected to (B)(4) other remarks: n/a corrected data: n/a

Event description:
It was reported that "during the procedure according to IFU, md found bent guide wire. So md opened up the new kit to finish the procedure". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during the procedure according to IFU, md found bent guide wire. So md opened up the new kit to finish the procedure". No patient harm or injury. The patient status is reported as "fine".